Manufacturer narrative:
The biomedical engineer reported that the main unit's screen kept glitching and the ECG would jump from 200+ to below 60 in a split second. The biomedical engineer changed out the bedside monitor (bsm), the data acquistion unit (dau) and the leads and cables but the issue still occurred on the main unit (mu) device. No patient harm was reported. Nihon kohden sent an exchange unit to the customer and provided the bme with a return material authorization number to return their unit to nk for testing. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on (B)(6) 2022, emailed the customer via microsoft outlook for more information: reply was received and the customer could not provide any patient information or concomitant medical device information. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the maint unit, however the customer was unable to provide serial numbers. Bedside monitor: model #: bsm-1733, serial #: ni, data acquistion unit: model #: ni, serial #: ni.

Event description:
The biomedical engineer reported that the main unit's screen kept glitching and the ECG would jump from 200+ to below 60 in a split second. The biomedical engineer changed out the bedside monitor (bsm), the data acquistion unit (dau) and the leads and cables but the issue still occurred on the main unit (mu) device. No patient harm was reported. Nihon kohden sent an exchange unit to the customer and provided the bme with a return material authorization number to return their unit to nk for testing.

Event description:
The biomedical engineer (bme) reported that the screen on the main bedside monitor (bsm) kept glitching and the ECG readings would jump from 200+ to below 60 in a split second. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the screen on the main bedside monitor (bsm) unit kept glitching and the ECG readings would jump from 200+ to below 60 in a split second. The bme changed out the bsm (bsm-1733), the data acquisition unit (dau), and the leads and cables but the issue persisted at the main bsm. No patient harm or injury was reported. Investigation summary: the reported device was sent in for exchange. During the evaluation of the returned device, nihon kohden repair center (nk rc) was not able to duplicate the reported issue of incorrect ECG readings. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. There is no evidence of an nk device malfunction that may have contributed to the reported issue. Possible causes may be related to the use of defective leads, improper connections of cables, or improper lead placement. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the main bsm unit: bedside monitor: model #: bsm-1733. Serial #: ni. Data acquistion unit. Model #: ni. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the screen on the main bedside monitor (bsm) kept glitching and the ECG readings would jump from 200+ to below 60 in a split second. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from bsm-6301a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6301a to mu-631ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?